Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an express sd stent delivery system (sds) with a non-bsc device. The tip of the non-bsc device appeared damaged. There was contrast in the inflation lumen of the express sd. The express sd was in the lumen of the non-bsc device and 98cm from the hub. The express sd was easily removed from the non-bsc device. The inner diameter of the other device was .088¿. The balloon was loosely folded. The device was inflated and deflated normally with no issue. The stent was not returned for analysis. The shaft proximal of the guidewire exit notch was stretched and necked-down. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The target lesion was located in a mesenteric artery. A 7.0mmx15mmx150cm express biliary sd stent was advanced to treat the lesion. During withdrawal, it was noted that the stent delivery system balloon wouldn't re-wrap making impossible to remove through the sheath. The stent delivery system and the sheath were removed together and the physician was losing access. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The target lesion was located in a mesenteric artery. A 7.0mmx15mmx150cm express biliary sd stent was advanced to treat the lesion. During withdrawal, it was noted that the stent delivery system balloon wouldn't re-wrap making impossible to remove through the sheath. The stent delivery system and the sheath were removed together and the physician was losing access. No patient complications were reported.